Event description:
About a month prior to the date of this report, it was reported the patient experienced a loss of therapeutic effect. The patient had noticed a return of leakage. It was additionally noted that the patient would itch near their scar once in a while. It was stated the patient was unable to make adjustments using the programmer with or without the antenna attached. It was noted that the programmer would not do telemetry. The complaint about the programmer was not verified by analysis. On the date of this report, it was indicated the implantable neurostimulator was replaced on (B)(6) 2013. The programmer was also res et following the surgery. No further information was reported. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v881399, implanted: (B)(6) 2012, product type lead. (B)(4).